Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer declined to troubleshoot or provided further information regarding occlusion alarm. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. Blood glucose was 136 mg/dl.